Event description:
It was reported that during the implant procedure after screwing the right atrium leadless pacemaker (ralp) there was an increase in capture threshold resulting in loss of capture. The ralp was not used and the physician elected to complete the procedure with a different ralp. There were no patient consequences.